Event description:
A customer reported that during a vitrectomy procedure, bubbles were noted inside a pt's eye. The doctor indicated that it appeared that the bubbles were originating from the air/fluid exchange valve. The line was clamped to stop the flow of air. The surgeon had difficulty performing the surgery due to the bubbles. The case was completed without harm to the pt. This is the second of two medical device reports for this facility.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).